Event description:
A malfunction alarm was reported, identified by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts with resetting the pump, and the issue did not recur, allowing the continued use of the pump.